Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that moisture was observed behind the display with no damage to the pump noted. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Visual inspection of the pump found some cosmetic damages. Moisture was evident behind the display. The pump failed to power up and the remaining testing cannot be performed. A leak test showed a leak at the display lens area. Pump casing was opened and evidence of moisture intrusion was found on all internal surfaces. The casing and moisture ingress issues were confirmed during the investigation.